Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 6.2, and 4.1 mmol/l. Tests were done within 20 minutes with a difference of 1.9 mmol/l. Patient did not experience any adverse events. No further information has been reported.